Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: h3, h6: a photo investigation was completed: the part was not returned for investigation. Photo investigation was done on x-rays provided. The locking screw was not found broken on the x-rays provided for investigation. The root cause of the issue cannot be determined from the provided information. A manufacturing record evaluation cannot be done as there is no available lot information. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The complaint condition cannot be confirmed based on the image provided. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: 510k: this report is for an unk - screws: 2.7 mm va locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, patient underwent a removal of hardware and revision due to nonunion and malunion in the patients tibia and fibula. Surgeon removed ex tibial nail, va ankle plate, two (2) small fragment plates, mini fragment plate, and corresponding screws. Four of the 2.7mm va locking screws were broken, and fragments retained in patient¿s bone. Surgeon corrected alignment, retrieved bone graft using ria in the femur, and placed new plates on both the tibia and fibula. Surgery was successfully completed. This report is for one (1) unk - screws: 2.7 mm va locking. This is report 3 of 4 for complaint (B)(4).